Event description:
It was reported that the multi-link duet was implanted in a 98% tortuous, calcified vessel following an unsuccessful attempt to place another stent. The angiographic result was good with no indication of thrombus. After 2 days the pt experienced angina and repeat angiography revealed subacute thrombosis and recoil. Heparin was administered intracoronary. Percutaneous transluminal coronary angioplasty was repeated with a good final result.